Manufacturer narrative:
There was minimal information provided regarding this patient and device. Therefore, a root cause for this event cannot be determined at this time. However, there has been no allegation of a device malfunction contributing to the event. Requests for additional information are currently in progress. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. If any new information becomes available, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
It was reported that a patient with a 21mm porcine aortic valve has been scheduled for a valve-in-valve procedure after an implant duration after an implant duration of 14 years and six (6) months due to unknown reasons. No additional information provided.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a porcine aortic valve underwent a valve-in-valve procedure after an implant duration of 14 years and six (6) months due to severe aortic stenosis and aortic regurgitation. The tavr procedure was performed with an edwards transcatheter heart valve. Post valve deployment, aortic root angiogram showed excellent result. Intra-operative tee showed a normal functioning valve with excellent positioning. No complications were noted. The patient tolerated the procedure well and was transferred to the ICU.